Manufacturer narrative:
This MDR is being reported as serious injury due to the reported device explant. While limited information was reported regarding the event as well at the patient's medical and surgical history, the nonincorporation was likely caused by the reported seroma, which can impact revascularization. As per the IFU, potential adverse events are those typically associated with surgical mesh materials and/or their implantation procedures including, but not limited to, seroma formation and failure to integrate. Based on the limited information, a relationship between the event and strattice cannot be conclusively determined. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. No further actions are required as a nonconformance was not confirmed. Lifecell has made multiple attempts for additional patient and procedure specific information and to date, no information has been provided. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported by the sales rep on behalf of the hcp that the surgeon had to remove a piece of strattice that was implanted 3 years ago and it was not incorporated at all. It had separated from one side of the rectus and migrated. The patient did have a seroma and they suspect that it had been there for 3 years, resulting in the strattice not incorporating. No other information reported at this time.